Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to experiencing nerve pain and dizziness. The patient has alleged to the device not functioning and will not turn on. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.